Event description:
It was reported that the shunt was explanted due to occlusion of the valve. There was no impact to the pt.

Manufacturer narrative:
(B) (4). The catheter had been cut and sutured to a stepdown connector and valve. Proteinaceous debris was noted in the lumen and flow holes, but the catheter passed the patency check. Although the lumboperitoneal catheter was returned, the complaint did not relate to a malfunction of the device. A review of the mfg records was not possible as no lot number was provided.